Manufacturer narrative:
Concomitant medical products: product ID: addrl1 ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in an accelerated ventricular tachycardia and lightheaded. The physician was concerned that there was no ventricular pacing. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.